Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempt. The physician replaced one of the patients leads and the patient was doing well postoperatively. The explanted lead was discarded by the medical facility.